Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screw head breaking off from one of the screws was confirmed via analysis of the returned system controller. The reported event of one of the backup battery cover screws being shorter than the other screws was not confirmed. Review of the submitted photos revealed that the screw head on one of the backup battery cover screws had broken off, confirming the reported event. No other issues were observed within the submitted photos. Additional information provided communicated that no products would be returned for analysis. Although root cause was not determined through this investigation, a manufacturing analysis task has been opened to further investigate the issue of the screw head breaking off from the screw. The root cause of the reported event of one of the backup battery cover screws being shorter than the other screws could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 27mar2025 (ifs order number: (B)(4)). Heartmate 3 instructions for use (rev. C) section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had a defect on one of the bolts on the emergency backup battery (ebb) cover. There was no alarm. It was reported that the system controller had a defect on one of the bolts on the emergency backup battery (ebb) cover. There was no alarm. This system controller was used by the patient. This system controller was not removed from service. Images of the damage were provided. No products would be returned. The bolt was broken when tightening and one of the bolts was shorter and looked older than the other 3 bolts. The issue was not resolved but the was very intact on the system controller.